Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and peripheral neuropathy and spinal pain. It was reported that the patient forgot their recharger at home or lost it while travelling to an out of state funeral. The patient was in pain and needed a recharger sent to them, or for a manufacture representative to meet with them to charge the ins. The patient mentioned that they had recharging issues in the past, but they did not have their ins recharger with them at the time of the call. An email was sent to local reps to help the patient address the issue. No further complications were reported. 2019-jan-11 rpl226836, rpl226839, crts3808225 (con): additional information from patient was received. Patient stated recharger broke and patient had been in texas, it was a hard time she had been trying for months. It was noted it did not become charged and it would not charge her implant. Patient noted it had been plugged in, the green light was on and the ins recharger was dark. A replacement recharger and desktop charger would be sent. It was noted green light was not coming on the desktop charger and recharger, they tried with rep on desktop charger, it would not power up. No further complications were reported. 2019-jan-11 crts 3808225 (con): it was reported patient was in extreme pain and was still in pain. Patient noted the pain was so bad, she started having seizures and she was in and out of the hospital. Patient noted she had been a crapload of pain she was seizing on a daily basis because of pain so bad. No further complications were reported.

Manufacturer narrative:
Product ID: 37761 lot# serial#: (B)(4); product type: recharger; product ID: 37751; lot# serial#: (B)(4); product type: recharger; device evaluated by MFR: analysis of the desktop charger; (serial#: (B)(4) found that connector pin broken; all fdc, fdr and fdm applied to desktop charger medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and peripheral neuropathy and spinal pain. It was reported patient was in extreme pain and was still in pain. Patient noted the pain was so bad, she started having seizures and she was in and out of the hospital. Patient noted she had been a crap load of pain she was seizing on a daily basis because of pain so bad. No further complications were reported.